Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that, during an office follow-up, the device interrogated data indicated there had been no treated episodes. However, the counters indicated there had been 13000 episodes. A review of device data by technical services confirmed a bit flipped in the patient data area of the device memory. This has no impact on therapy. Whatever error was present has been corrected. The device appears to be operating normally. The root cause of the corruption is unknown but is suspected to be a single event upset in the memory, a randomly occurring spontaneous corruption due to environmental ionizing radiation. There were no adverse patient effects. The device remains implanted.